Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).

Event description:
The customer reported that the lock on the restraints cannot be secured closed without the key being inserted into the lock on the restraints. Customer could not provide the date when the issue was found. Customer could not provide a lot number for this product. No patient incident or injury was reported.